Event description:
A patient reported pain in her foot. This patient had a lapidus procedure completed on (B)(6) 2016 with a 300-50-004 plate. The doctor took x-rays and could tell a screw was backing out and the 300-50-004 plate was broken inside the patient. On (B)(6) 2017, the doctor removed the 300-50-004 plate. Since the bone had not completely healed and there was no fusion, the doctor replated the surgical site. No other information was available.